Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation of the returned sample noted a 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection noted the temperature wire was unwinding inside of the catheter. Although an exact root cause could not be determined a potential root cause could be sensor wire too weak. Thermistor chip too weak handling damaged the product was used for patient diagnostic or treatment. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: atients with known allergy to this silver coated catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that on the next day after use, urine leaked from the foley catheter. Also stated that the detail location of the urine leakage was unknown. Per notification received from investigator on 01mar2023, it was reported that the investigation pertaining to the temperature wire unwinding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the next day after use, urine leaked from the foley catheter. Also stated that the detail location of the urine leakage was unknown. Per notification received from investigator on (B)(6)2023, it was reported that the investigation pertaining to the temperature wire unwinding.